Manufacturer narrative:
The unit had no button response due to a corroded keypad. The unit did not have a button error alarm. The unit had a cracked case at the display window corners and a cracked display window. (B)(4).

Event description:
The customer called in to report that the insulin pump alarmed button error, the device was vibrating, and the keypad was hard to press. The customer's blood glucose level was 123 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.